Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized regarding site issues on (B)(6) 2018 at 3 pm. The customer¿s blood glucose was unknown. The customer reported that they had rash, bumps, red, swollen, and always hot skin when using the oval tape. The customer reported that they were treated by giving different type of tape. The troubleshooting was performed for change sensor and site issues. The transmitter and sensor will not be returned for analysis.